Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(6) 2016. The fse found that the probe wipe rinse block was not completely moving down the probe. The fse adjusted the rinse block, which repaired the leak. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported a bloody leak from the coulter lh 500 hematology analyzer. The volume of the leak was a few drops and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.